Event description:
It was reported that patient underwent an unrelated back surgery procedure wherein the leads were cut by the physician and left in place. The ipg was set to surgery mode prior to back surgery; however, the patient took the ipg out of surgery mode and it remained for several months. As a result, the ipg became inoperable and was no longer able to communicate with external devices. Clinician programmer (cp) logs were analyzed by technical support (ts) and shows that the battery was found to be in the service app state, the service app recovery was run and the ipg was recovered. The physician opted to replace the device due to battery age. Surgical intervention was undertaken wherein the system was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
A patient's leads cut during back surgery was reported to abbott. It was determined the patient underwent an unrelated back surgery procedure wherein the leads were cut by the physician and left in place. The ipg was set to surgery mode prior to back surgery; however, the patient never took the ipg out of surgery mode and it remained in surgery mode for several months. As a result, the ipg became inoperable and was no longer able to communicate with external devices. Troubleshooting to recover the ipg was attempted. As a result, the system was explanted and replaced. Effective therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number:(B)(4). It was reported that patient underwent an unrelated back surgery procedure wherein the leads were cut by the physician and left in place. The ipg was set to surgery mode prior to back surgery; however, the patient never took the ipg out of surgery mode and it remained in surgery mode for several months. As a result, the ipg became inoperable and was no longer able to communicate with external devices. Troubleshooting to recover the ipg was attempted by the abbott representative to no avail. Surgical intervention was undertaken wherein the system was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated.